Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of ventricular tachycardia (vt), resulting in a delay in tachycardia therapy. Review of device memory revealed that some ventricular beats fell into the blanking period and the device was then subsequently pacing. When the rate slowed and atrial sensing occurred, the device then properly sensed the vt and delivered anti-tachycardia pacing (atp). It was reported that one atp burst accelerated the vt, which led to the delivery of a high energy shock that converted the arrhythmia. It was reported that the patient felt light headed during the episode. No adverse patient effects were reported.

Manufacturer narrative:
Programming changes were made and this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.